Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined.

Event description:
It reported that an unspecified number of needle integra 25x1 rb tw were damaged/defected. The following was reported by the initial reporter: "it was reported that the customer is experiencing some malfunction with integra needles.  Verbatim:...a nurse for sutter health internal medicine department. I just want to report some malfunction bd integra needles. Below is the brand name and badge or reference number. Bd integra retracting needle ref: 305311."